Manufacturer narrative:
(B)(4): since the device remains implanted, the files from the programmer were reviewed. The files did not reveal any ICD anomaly; both the programmer and ICD operated as specified. The origin of the reported behavior remains unknown. The most probable hypothesis for the reported high pacing rate would be the result of the interaction between tachycardia episodes and the smoothing algorithm. Reportedly, normal behavior was restored after the user programmed the device to ddd mode and then back to vvi. (B)(4): device remains implanted.

Event description:
During a svt ablation, the device was programmed vvi 40 and was pacing at approximately 60 ppm then at 100 ppm; pacing higher than expected. It was reported that they re-programmed many times to try and stop the pacing with no success until the programmer was shut down and the device was re-interrogated. The device remains implanted and the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. Device remains implanted.

Event description:
During a svt ablation, the device was programmed vvi 40 and was pacing at approximately 60 ppm then at 100 ppm; pacing higher than expected. It was reported that they re-programmed many times to try and stop the pacing with no success until the programmer was shut down and the device was re-interrogated. The device remains implanted and the files from the programmer were sent to the manufacturer for review.